Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances in the DHR related to the reported event. The service rep reported the following; error code 58 at startup, and maintenance code #2. Replaced drive manifold assembly w/drive transducer. Completed full calibration, functional testing and safety check to factory specifications. Device fully operational. Up on evaluation of the returned parts, a supplement will be provided with results. (B)(4).

Event description:
Electrical test cod #58 at startup. No pt involved.